Event description:
Boston scientific crm received information that there was concern that this device was exhibiting premature battery depletion. Technical services discussed the shortened replacement window advisory (4/05/2007), but indicated that this device does not fall into the category where additional follow up is required. Additional information was received that this patient will continue to be monitored in latitude, but the clinician planned to move from quarterly to monthly transmissions. There is no allegation against the product, and the device will remain in service. Subsequently, additional information has been received stating that the monitor voltage is now 2.5 volts with a 16.4 second charge time. The health care professional (hcp) was questioning how much time they have until change out is needed. Boston scientific technical services (ts) was contacted and discussed that the patient has an infection. The physician has elected to manage the infection before changing out the device. The hcp reported that the patient did received shock therapy this month. No other adverse patient effects or complaints.

Manufacturer narrative:
At this time, the system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.